Manufacturer narrative:
The device was received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Force sensor zero offset measured within specification range.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will not be returned to the analysis.